Event description:
During a thrombectomy and stenting procedure of the right external iliac, the capture wire of the spiderx device was jailed by 3 self expanding stents. Retrieval catheter broke off in the left common external iliac after the capture wire was jailed. Patient went to operating room to surgically remove the catheter tip and capture wire with filter successfully.